Event description:
A report was received that the patient's ipg was depleting faster than normal. A bsn engineer analyzed the patient's database and confirmed that the ipg exhibits premature battery depletion.

Manufacturer narrative:
Additional information received indicated that the physician replaced the ipg and the patient was reportedly doing fine. A returned product analysis indicated that the complaint was verified. According to the complaint report, the physician did not use an electrocautery during the explant procedure. However, following evidence point to usage of electrocautery: burn marks are present on the ipg case, rapid battery depletion and low impedance from vh node to ground. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant (B)(4)).

Event description:
A report was received that the patient's ipg was depleting faster than normal. A bsn engineer analyzed the patient's database and confirmed that the ipg exhibits premature battery depletion.